Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor alarm. Customer's blood glucose at time of incident was 137 mg/dl. The bad sensor alert occurred after a 2nd consecutive calibration error. Customer stated that he got 3 calibrations errors before the change sensor alarm. Customer was discussed timing of calibration leading to alert and calibration protocol. Customer was advised to removed and change out the sensor. Customer was advised to return sensor and we will replace it. The customer reported via phone call indicating that the sensor break. Customer's blood glucose at time of incident was 137 mg/dl. Customer reported the sensor cannula fracture while in the body and is no longer in the body. Customer was advised return the sensor and we will ship a replacement sensor.